Event description:
Rptr has been purchasing the q-tip brand cotton tips from unilever for years now, [since 1979] and recently in the last four months, has started noticing many errors and "stained" contaminated tips in the boxes of 625 count that rptr purchased. Rptr noticed several q-tips that appeared to have been contaminated with either oil/grease from a machine or possible human feces. The color was brownish and some blackish, and appeared wrapped in the cotton as opposed to simply on the tips. Rptr also found tips missing cotton, tips frayed and unraveling, and tips with small "spots" of the same substance on the previous q-tips that appeared to have been contaminated with either machine parts or human feces. Rptr uses these q-tips on a daily basis to clean out their sinuses due to a constant infection that has thus far resisted treatments and surgeries. Now rptr is wondering, in hindsight, if this is because they used a contaminated q-tip. Rptr purchased these on a weekly basis in counts of 12 boxes in the 625 count, so they know in hindsight that they are witnessing contaminated material being sold to consumers as a product that is marketed as "safe" and "sanitary". Rptr has also been made aware through different channels that q-tips are recycled, which in turn leaves open room for contamination, and possible mass-infection of consumers. This has caused rptr undue stress and concern. Rptr has written unilever, and they responded with an apology and sent free samples of their other products. They also enclosed a stamped envelope for rptr to submit any medical bills incurred because of the contaminated q-tips so they could present them to their insurance co, which in rptr opinion is admitting fault. Against rptr's judgement, they have taken the advice of an attorney friend who states that they should not release the samples to them or they may "disappear", thus rptr has them if FDA should need to see them.